Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect impact code -rehabilitation.

Event description:
It was reported that a signal loss occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported by the child that the receiver was displaying signal loss for 3 plus hours beginning 1845. The receiver reportedly alerted. 45 minutes later, the patient was reportedly disoriented and the daughter called 911. 15 minutes later, the bg by ems was 45 mg/dl. The reversal of hypoglycemia was not known to the reporter. The patient was transported to the emergency department and underwent unspecified testing. The patient was discharged after 5 days and spent the following 3 weeks in rehab. At the time of the report, the patient was feeling better. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported. No additional patient or event information is available.